Event description:
Needle broken in abdomen. Infected & inflamed on patients lower abdomen. Case description: this serious spontaneous case from australia was reported by a nurse as "needle broken in abdomen" with an unspecified onset date, "infected & inflamed on patients lower abdomen" with an unspecified onset date, and concerned a male patient who was treated with novofine 8 mm (30 g) (needle) from unknown start date and ongoing due to "type 2 diabetes", medical history included type 2 diabetes. Patient's height, weight and age were not reported. Concomitant products included - novorapid flexpen (insulin aspart) solution for injection, 100 u/ml ongoing. About one week ago, the patient inserted the needle to give dose and the pen stopped midway, unable to depress the push button. The patient pulled the device out from his abdomen and there was no needle attached to the hub. The area was now infected and inflamed on patient's lower abdomen. The patient had seen his doctor and was having an ultrasound tomorrow. The patient said he did re-used needles. The patient was advised the needles were single use and it was recommended to use a new needle for each injection. Action taken to novofine 8 mm (30 g) needle was not reported. The outcome for the event "needle broken in abdomen" was unknown. The outcome for the event "infected & inflamed on patients lower abdomen" was not reported.

Event description:
Case description: novofine 30g, no investigation was possible, because neither sample nor batch number was available. Since last submission, the following has been updated: -investigation result, -narrative updated accordingly, - manufacturer's final comment. Manufacturer's final comment: 13-dec-2016 as the needle or part of it has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus (B)(4). Evaluation summary: novofine 30g - batch unknown. No investigation was possible, because neither sample nor batch number was available.